Event description:
The facility reports a stna lifted the resident out of the wheelchair about six inches to move them to their bed when the jib and carriage assembly broke away from the lift, dropping the resident back into the wheelchair and hitting their on the legs and abdomen. The resident was taken to the emergency room and released with bruises to their legs and stomach.